Manufacturer narrative:
Reporter informated the company that the product has been discarded.

Event description:
Cord broke off of the unit: oral-b [device physical property issue]. Case narrative: consumer via phone reported that the cord broke off of their oral-b water flosser. No injury was reported.